Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that customer's blood glucose has been high for the past two weeks. At first customer's blood glucose was 251 mg/dl, and then it went up to 400 mg/dl. Customer treated with the insulin pump and then manual injections. Customer was experiencing lethargy and vomiting. . In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. Customer will call back after receiving tubing clamps to complete troubleshooting. Nothing further reported.